Event description:
Ous MDR - boston scientific received information that this right ventricular lead got dislodged. The physician performed a surgical intervention and this rv lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
On 06/03/2015 - the original report stated that this was an ous complaint. This is not ous. This occurred in the united states. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation and deformations of the outer conductor coil were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead presented cuttings in the insulation and deformations of the outer conductor coil, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.